Event description:
It was reported, by the customer, that the 2800 system requires replacement of its surge suppressor board. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the surge suppressor board. The system was tested and found to be working as intended and placed back into service.